Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio2 meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed the subject meter began displaying inaccurate results at 1:45pm on (B)(6) 2016, when he obtained alleged inaccurately erratic blood glucose results of ¿585 and 55 mg/dl¿, more than 20 minutes apart. The reported time difference of greater than 20 minutes makes this comparison invalid for the purposes of determining an inaccuracy. The patient manages his diabetes with insulin which he self-adjusts. He reported that also at 1:45pm on (B)(6) 2016, he administered 5 extra units of insulin. He claimed that 20 minutes later he developed symptoms of ¿shaky¿. No additional treatment or medical intervention was specified. The patient denied using any other device to check his blood glucose levels. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure and the patient¿s blood samples had been taken from the same approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient claims he received inaccurate erratic results on the subject meter, administered increased medication as a result and reportedly developed a symptom suggestive of severe hypoglycemia, after the alleged meter issue began.